Event description:
Ous MDR - during a revision procedure to replace the ICD, damage on the lead was observed. The lead was insulated with sleeve and silicone and reconnected to the new device. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
The lead was not returned for analysis and remains implanted. The investigation of the associated ICD data did not show an indication of lead failure.